Manufacturer narrative:
Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that the surgeon was performing a rotator cuff repair on the patient in an asc setting. Surgeon utilized the appropriate instrumentation to access the shoulder to prepare the site for anchor implantation and tissue to bone fixation via mini-open approach. Surgeon used healix 5.5/6.5 awl to create the necessary anchor hole. Surgeon then took the anchor and began insertion into the hole. As the anchor was about half-way into the hole, the surgeon felt the anchor crack and ¿give.¿ the surgeon then pulled upwards on the inserter handle, and the distal half of the anchor came out of the hole while the proximal remnant remained inside the hole. The surgeon used a combination of graspers, pick-ups and rongeurs to remove the proximal anchor remnant. Surgeon removed all sutures attached to the broken anchor. Surgeon discarded the broken anchor and corresponding suture limbs. He then took another healix 5.5mm br anchor, and reinserted into the same hole without any incidence. He reattached the torn rotator cuff to the humeral head to finish the procedure. At no time was the patient¿s health in jeopardy or adversely affected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report h10 additional narrative: evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).150831 this report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.